Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the unit's cpu board, spo2 board, reprogramming and reseating the cables. Unit was calibrated safety tested to factory specs.

Event description:
Customer reported an issue with the spectrum monitor, which may have affected spo2 monitoring. No pt injury was reported.